Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. User reported the cannula has never inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer stated that there was bleeding at the infusion site and that the cannula was not inserted. Time: 2:37pm, blood glucose (mg/dl): 271, bolus (unite[u]): 2.0u; 3:29pm, 329, 2.0u; 4: 53pm, 276, 0.4u; 5:08pm, 224. The customer removed the pod at 5:08pm. The pod had been worn for less than a day.